Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 08/14/2013. The strip lot #d6151127-1 was manufactured on 11/27/2015 and expired in 11/2017. We tested the retain strips(strip lot number:d6151127-1), the control solution tests for level low were 54/56 mg/dl; for level high were 239/235 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass . Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 12:00 pm after receiving inconsistent high readings from the prodigy diabetes glucose meter. The end user visited his pcp after concerns with high glucose results. His glucose reading at the time of the medical event was 311 mg/dl. The end user was not experiencing any obvious symptoms. Upon arrival to his doctor's office his blood glucose was 177 mg/dl and no treatment was administered. He was instructed to take farxiga once a day. No additional information was provided.